Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The health care practitioner reported via medwatch form that customer was hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 571 mg/dl. The customer was treated with insulin drip in the hospital and also treated with bolus. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.